Event description:
It was reported that there was damage to the pump housing surrounding the usb port, which impacted the customer's ability to charge the pump and caused it to shut down. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support arranged for the pump to be replaced and confirmed that the customer would use a backup insulin pump to maintain insulin delivery. The customer was instructed on how to put the pump into storage mode and agreed to return the damaged pump using a pre-paid label within ten days.